Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4.

Event description:
Patient reported right side "simple cystic images," "lobulations of their contours," "periprosthetic fluid," ultrasound confirmed, "capsular contracture," baker grade ii, "according to ultrasound, patient has some inflammation and will be worse in the future" and "patient is very worried about it". Device remains implanted.

Event description:
Patient reported right side "simple cystic images," "lobulations of their contours," "periprosthetic fluid," ultrasound confirmed, "capsular contracture," baker grade unknown, "according to ultrasound, patient has some inflammation and will be worse in the future" and "patient is very worried about it". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture and laminar periprosthetic fluid".